Manufacturer narrative:
Investigation pending.

Event description:
Lab director reported false negative ck-mk on one pt whole blood sample. Qc's all passed ok. Another pt tested earlier that day and all analytes were negative, which matched pt's clinical presentation.